Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the distal left anterior descending artery (lad). A 2.50 x 38mm synergy¿ drug-eluting stent (des) was successfully implanted in the lad. However, after post dilation was performed, the physician noted an edge dissection in the distal part of the implanted stent. A 2.5x16mm synergy¿ des was overlapped in the distal part of the first implanted stent and covered the dissection and the procedure was successfully completed. No further patient complications were reported and the patient's status was stable.